Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. The image visualization system (ivs) application did not come up when the customer restarted the system. An automatic restart of the application did not work and the system entered into backup mode. In the backup mode live x-ray with all image modes are available in image acquisition system (ias). Acquisition images will be transferred offline to ivs and stored into the database once ivs is ready. The log file analysis shows a defective harddisk. The customer service engineer onsite replaced the complete ivs pc. After hardware replacement there were no further issues and the system works as intended. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The incident is not classified as a reportable event after a thorough investigation as neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.